Event description:
It was reported, while in the cl, the md prepped the iab per instruction. Using a sheath, the md inserted the iab via the right femoral artery. Three hrs after the iab was placed, the pump started to alarm helium leakage. The pt's hr = 83, nsr. The md reduced the volume 25% and the alarms continued. The md did not notice blood or moisture in the helium tubing. The pump was switched to another pump (same model) and the alarms continued. The iab was removed and the md did not insert another. There were no reported pt complications.

Manufacturer narrative:
Evaluation: the iab, sheath and one-way valve were returned. The pump tubing & guidewire were not returned. The fos was light level tested and passed. A vacuum was pulled on the iab, but did not hold. A vacuum was pulled on the one-way valve and held. A guidewire was fed thru the central lumen with no resistance. The iab was submerged and pressurized in water. Bubbles exited the bladder, approximately 13 cm from the distal tip, in an abraded area, < 1mm in length. The IFU states, "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of iab perforation is unpredictable & may be due to calcified plaque, resulting in membrane surface abrasion, & eventual perforation." A DHR re-review was conducted without findings. The root cause may be due to calcified plaque.